Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 07/11/2007.

Event description:
A surgeon reports a patient that is overcorrected following a bilateral custom myopia with astigmatism procedure. This report is for the right eye, the left eye is being reported under manufacturer report #1061857-2007-00348. The surgeon stated this patient was not harmed and the overcorrection resolved following an enhancement procedure four months after the initial surgery. The surgeon declined to provide patient records and no further information is anticipated.